Manufacturer narrative:
Devices not returned. Definitive root cause could not be established.

Event description:
Exact wording from complaint received from customer: our clinic needs to report a device malfunction with the catheter referenced in the subject line. We had an instance in which the catheter was used for embryo transfer, and the echogenic ring dislodged from the device during the transfer and days later, the patient recovered the ring from her vagina. Luckily, the malfunction did not have any apparent adverse effect on the procedure. Update: we performed an embryo transfer today, starting with a trial catheter r57631-ec-23, lot: 504769. After placement of the outer catheter an retraction of the inner catheter, we found that the echogenic ring was dislodged, and visible in the patient's cervix by abdominal ultrasound. Based on this evidence, the defect may or may not be limited to trial catheter r57631-ec-23, lot: 504769, and perhaps not the embryo transfer catheter. Rocket medical explanation: two separate incidents reported r57630-ec-23 is the embryo catheter and r57631 -ec-23 is the trial catheter both contain the echogenic ring which has found to have been dislodged.